Manufacturer narrative:
The investigation of introducer damage - mechanical, delivery issues, and vascular damage - peripheral vessel has been completed. Pump was not returned for investigation. Clinical information provided mentions that the patient was coding and impella had to be inserted while the patient was receiving CPR. This led to a kink. Therefore, the root cause of the delivery issue was use related to the CPR performed during insertion. Introducer was not returned for investigation. As per the clinical information provided, while replacing the pump, the sheath was found to be damaged at the tip. Sheath was slammed in rapidly while patient was actively coding during the insertion of the introducer. Therefore, the root cause of the introducer damage issue was most likely a sheath tip split due to excessive force applied during insertion. Vascular damage was observed at the time of pump replacement. The clinical information provided mentions that the pump and sheath were inserted rapidly during the of CPR due to the situation of the patient. Therefore, the root cause of the vascular damage issue was a sheath tip split due to excessive force applied during insertion. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-26929 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-26929 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-26929 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number 1220648-2025-26929. D10 added pump information since the initial manufacturer device report number 1220648-2025-26929 was submitted in accordance with updated procedures. H6 revised component code since the initial manufacturer device report number 1220648-2025-26929 was submitted in accordance with updated procedures.

Event description:
The complainant reported a patient had attempted to be implanted with an impella cp. The impella cp was being inserted during cardiopulmonary resuscitation in a very tenuous situation. The 0.018 guidewire was unable to be removed from the impella cp due to a kink so the impella cp had to be removed and another one was placed. The guidewire was confirmed to not be an abiomed guidewire. It was a steelcore wire. Additionally, after the impella cp was removed, the peel away sheath was left in place and was used for the replacement impella cp implant. The patient was then being upgraded to an impella 5.5, with the original peel away sheath still in place. The sheath was found to be split open at the distal tip. The iliac was dissected. Vascular placed two covered stents. It was stated that the sheath was likely damaged during the rapid insertion due to the patient actively coding. The patient was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿